Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the "surgeon could not remove the set screw. The screw head was cut in order to remove the screw and the set screw became stuck in the iliac cmas". No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the marks observed on the returned implants are consistent with proper tightening. However, the setscrews got stuck when trying to remove the setscrew after its break-off. This may be explained by the incorrect reference of setscrew used by the surgeon. Indeed, according to the set configuration, the setscrew supposed to be used with the closed mas is the reference (B)(4) by the surgeon. The setscrew reference (B)(4) presents two main differences compared to the setscrew reference (B)(4) which may explain the stuck of the setscrew: - the tightening torque of the setscrew reference (B)(4) is lower: from 9 to 11 nm (from 10 to 12 nm for the setscrew reference (B)(4)) - the setscrew reference (B)(4) has a blinded internal groove for dismantling with a pointing tip deforming during the tightening of the setscrew preventing the outward deformation of the setscrew reference (B)(4) (ring type).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.